Event description:
It was reported that the patient experienced weakness and shortness of breath. On device interrogation it was noted that atrial capture was unable to be confirmed on current electrogram. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.